Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a remstar se device. The manufacturer received information from the patient experienced physical disabilities due to breathing problems, chronic obstructive pulmonary disorder, asthma, emphysema, and is not allowed to have knee surgery with oxygen machines because they many not wake up. The patient states the device did work properly and helped but has caused health problems. The device was cleaned with soap and water every 2 weeks. The patient no longer uses the device. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.